Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up nr1, corrected information. Device updated fields: d1, d2a, d4, g4, h2, g6.

Event description:
The following was reported to hamilton medical ag: after switching on, permanent mains plug failure alarm. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up nr1, corrected information. Device updated fields: d1, d2a, d4, g4, h2, g6 hamilton medical ag complaint number: cer (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information, updated fields: b4, d1, d2a, d4, g1, g4, g6, h2, h3, h4 hamilton medical ag complaint number: cer (B)(4). Follow-up 3 - device evaluation: root cause: hamilton medical ag received the logfiles of the device for analysis. According to the analysis, the incident occurred after switching on and several low priority "loss of external power" alarms were recorded in the logs. These entries confirmed the reported technical problems with the ac power supply. When the device registers a technical problem with the ac power supply, it tries to automatically switch from power setting ac to battery (ac battery). The root cause was identified as a defective power supply (B)(4) and the part was replaced. A test run was conducted. The device is back in use again.

Event description:
The following was reported to hamilton medical ag: after switching on, permanent mains plug failure alarm. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: after switching on, permanent mains plug failure alarm. No patient involvement.

Event description:
The following was reported to hamilton medical ag: after switching on, permanent mains plug failure alarm. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4) follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.